Event description:
It was reported that the patient presented to clinic with complaint of wound drainage. Patient was given antibiotics. Few days later, patient again presented to clinic with pain and wound showing bleeding. Wound dehiscence was noted. There were no signs of infection or erosion. Patient was administered with antibiotics and the pocket was revised. The event was resolved without sequelae. Patient¿s condition was stable.